Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The malfunction alarm did not impact the customer's blood glucose (bg) levels ; however, customer reported having an elevated bg level of 400 (mg/dl) in the middle of the night due to overeating and hormonal issues. Customer delivered an injection to address bg level. It was indicated that the customer had lantus and humalog injections available for alternate insulin therapy.